Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred and pump battery depleted quickly. Customer's blood glucose was elevated (value not provided). Customer declined follow up from tandem technical support.